Event description:
The customer received questionable urea/bun, creatinine jaffé gen.2, and ion selective electrode potassium results from a sample aliquoted by their mpa when testing was performed on the c501 analyzer with serial number (B)(4). The patient's initial bun result was 44 mg/dl accompanied by a data flag. The patient's initial creatinine result was 5.93 mg/dl accompanied by a data flag. The patient's initial potassium result was 5.86 mmol/l accompanied by a data flag. The patient's initial results were reported outside the laboratory. The patient was preparing to undergo hand surgery when the physician got the results. The physician canceled the hand surgery as he thought from the tests results the patient was in renal failure. The customer does not know if the surgery was re-scheduled. Additional information on the patient's condition is unknown. On (B)(6) 2011, the patient had her blood re-drawn and sent to an offsite laboratory for testing. These results were reported on (B)(6) 2011. The patient's re-drawn bun result was 15 mg/dl. The patient's re-drawn creatinine result was 0.73 mg/dl. The patient's re-drawn potassium result was 3.5 mmol/l. On (B)(6) 2011, the primary tube was re-run on the c501. The patient's repeat bun result was 15 mg/dl. The patient's repeat creatinine result was 0.75 mg/dl. The patient's repeat potassium result was 3.42 mmol/l accompanied by a data flag. The customer believed the repeat results to be correct. The field service representative found that the customer re-used an aliquot cup that already had a sample in it. Customer ran calibration and quality control with results within the customer's specification.